Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was used to dilate the lesion. The balloon ruptured at 6 atms. The balloon was removed from the patient. No resistance was encountered. The procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).